Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Correction h9: corrective action# - should be blank and was submitted incorrectly in error.

Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the investigation found: air leakage from the proportional valve and damaged connection air tube. Based on the results of the investigation, the most probable cause of the complaint cause is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited an air leakage from the proportional valve and damaged connection air tube. There were no reports of patient involvement.